Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main matrix drawers 1 and 6 did not recover, and full height drawer 5 also did not recover. The field service engineer (fse) found that the pyxibus connections for matrix drawer 1 and full height drawer 5 were not securely connected. The fse also found main matrix drawer 6 had medications jamming the drawer, causing it to not show as closed. The fse recovered all three drawers to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple drawers were failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.